Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was losing time as it was 12 minutes behind. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump 5:connect history and it did not show any inconsistent time or date changes.